Manufacturer narrative:
(B)(4). The field service engineer (fse) inspected the device and replaced the keyboard assembly. The unit passed all testing and operates within the manufacturing specifications.

Event description:
Received information stating that an 840 ventilator had unresponsive keyboard with gui key stuck error. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.